Manufacturer narrative:
An investigation has been opened to determine the root cause of the incident. Initial findings conclude the electrical connection between the cabling and xrmw gradient coil created a high electrical resistance on the high power gradient lead, leading to excessive localized heating igniting the foam that was now in contact with the gradient bus bar. This localized, foam fire incident occurred under the patient enclosure, at the service end of the magnet. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that while mr field engineers were troubleshooting on an optima mr450w system, they noticed smoke in the magnet room. They proceeded to investigate the source of the smoke for several hours while still operating the system. It was found that the polycarbonate protective cover (ul-94 v0) surrounding the gradient bus bar failed, allowing the ul-94 rated foam to come into contact with the high power gradient bus bar. When the field engineers removed the foam from the source of the heat, the slow burning flames extinguished. No patient or healthcare workers were involved with this incident and no injuries to the field engineers occurred.